Manufacturer narrative:
Pt sustained a blood loss of 107ml when the blood in the extracorporeal circuit of an m100 filter set was not returned to pt. The pt's hemoglobin and hematocrit values were reported as being stable after the incident. The pt did not exhibit any symptoms nor did he require any medical intervention as a result of this incident. Pt resumed cvvhd treatment later the same day on another prisma machine, with no further problem. From the customer's medwatch report of the incident, it appears that a clinical process defect may have occurred when the nurse connected the normal saline solution bag to the return line rather than the access line. This is contrary to the prisma system operator's manual, which states in the section on "temporary disconnection procedure" that the operator has to "disconnect the access line from the pt and connect it to a bag of sterile saline." The machine was inspected by the hospital's biomedical technician who determined that the machine was functioning correctly. He suspected that a malfunction in the pt's vascular access catheter was responsible for the reported condition. The machine has been returned to service with no further reported problems.